Event description:
Pt admitted with dark urine and n/v and abdominal pain. Ldh 1964 and plasmafree hgb 124 on admit. Pt started on bilavirudin and tirofiban gtts. Labs trended down. Pt also received tpa in the pump on (B)(6). Pump exchanged emergently on (B)(6) 2013.